Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg + beta test system on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The sample was initially tested twice, each time resulting in an hcg+beta value of > 10000 iu/l accompanied by a data flag. The sample was then diluted 1:100 and repeated, resulting in a value of 45214 iu/l accompanied by a data flag. The sample was again diluted 1:100 and repeated, resulting in a value of 70213 iu/l accompanied by a data flag. The sample was diluted 1:100 and repeated, resulting in a value of 68061 iu/l accompanied by a data flag. The 70213 iu/l value was reported outside of the laboratory. The hcg+beta reagent lot number was 55103603, with an expiration date of 31-oct-2022.

Manufacturer narrative:
The sample was aliquoted into a 75 mm. Diameter aliquot tube and was half full. Half the intended amount is too short. The field service engineer ran performance testing and no hardware problems were noted. The investigation determined the issue is consistent with incorrect pre-analytic sample handling. The investigation could not identify a product problem.